Event description:
It was reported that during the initial implant procedure, the set screw for the left ventricle (lv) channel of the device was unable to be completely tightened. The device remains implanted with the lv lead connected. The patient was in stable condition and will continue to be monitored.